Event description:
Two complete se stents were implanted to the right sfa during index procedure, one to the distal vessel and one to the proximal vessel. No device malfunction occurred at time of implant. Approximately 1 year post index procedure, a stent fracture (grad 2) was reported by the core lab. Approximately two years post index procedure, patient death occurred related to mi and cardiac decompensation. Investigator reports no relationship to study device. Image review: the still images show what appears to be compression of the stent struts on the proximal end of the stent. Based on review of the images it appears most likely that the compressive forces of the lesion in the vessel impacted on the profile of the stent. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication. (Ref MFR report #s 9612164-2012-00985 and 9612164-2012-0986).

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - material distortion appears to have been most likely procedural related but this cannot be confirmed), inherent risk of procedure (death), (device not received for evaluation).